Event description:
The thermogard hq temp mgt console (sn unknown) was used for fever control (cooling to less than 100 degrees). During the therapy, the thermogard console displayed a "suspected catheter leak alarm." The saline leaked into the air trap chamber and coolant well moat of the console. The thermogard hq start-up kit (suk) was checked, and a slice or split on the lfl tubing was noted, resulting in a saline leak. The console was disconnected from the patient upon alarm, dried, and brought to biomed to be checked. A new thermogard system was obtained, and the therapy was resumed with a new suk. The zoll catheter used during the therapy was checked for the leak with the slip-tip syringe and was found to be intact, and there was no blood return indicating a leak. Saline returned upon aspiration of the catheter before re-connecting to the new suk. No consequences or impacts on the patient. The customer has two thermogard hq temp mgt consoles (sn (B)(4)); however, biomed is unaware of which one of the consoles was used during the reported event at the time of the issue. Please see the following related MFR report: MFR 3010617000-2023-00332 for the thermogard hq temp mgt console (sn (B)(4)).

Manufacturer narrative:
The thermogard hq temp mgt console involved in the reported complaint will not be returned for evaluation because biomed tested the console after the alarm was cleared by drying out the leaked saline, and the console functioned with no issues. Therefore, service was not required to be performed by zoll.